Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 2.7cm proximal to the detachment site. No other damage evident to the remainder of the device. Additional information: there was resistance during withdrawal and excessive force was used. The resolute integrity was not kinked or re-straightened during use. Detachment occurred during positioning at the lesion. The resolute integrity was successfully removed from the patient. It was indicated that separation occurred outside the guide catheter and was held by the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary drug-eluting stent was used to treat a moderately tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was used during delivery. It was reported that the shaft of the device broke. The shaft of the device was divided into two parts inside the guide catheter. The patient was reported to be alive with no injury.